Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The unit was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
This device evaluation was performed using the device test results from service diagnostics. Despite the erasure of the compact flash, sufficient evaluation has been conducted in order to make a determination of the reported issue. Visual inspection of returned material revealed exposed wires on the right-angle extension cable. In order to power on the unit and conduct a performance evaluation, the power supply was plugged directly into the power port located on the pcba. The returned unit passed all portions of i3 diagnostic test with no additional failures. While the visual defect on the power extension cable is confirmed. For safety purposes, no determination could be made regarding the reported issue with sparking the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified in the batch records reviewed.